Event description:
A foreign regulatory authority reported a surgeon whose patient has an "inflammatory syndrome" one and a half months following intraocular lens (iol) implant surgery. The patient presented with scleritis with fine deposits on the descemet membrane and tyndal 3. The patient's visual acuity was also decreased. The patient was treated with medications. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; this device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. This report is mailed to FDA on: 05/22/2009.